Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter?s technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during drain 2 of 8. Per the care giver (cg) this was the second call that night for the same issue. The home patient (hp) had readjusted her position and checked the line but found nothing wrong. The technical service representative (tsr) assisted the hp to end therapy early. The hp ended therapy and discovered air in the cassette. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).this complaint for check patient line alarm due to air in line was not confirmed, and the cause was undetermined. A batch review was not performed as the lot number was unknown.